Event description:
During the implant attempt of the subject pacemaker, the physician reported capture failure. Proper psa measurements of the associated lead were indicated before and after connection with the subject pacemaker. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
Preliminary analysis of the returned device identified proper function in accordance with established specifications.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During the implant attempt of the subject pacemaker, the physician reported capture failure. Proper psa measurements of the associated lead were indicated before and after connection with the subject pacemaker. Another pacemaker was subsequently implanted instead.

Event description:
During the implant attempt of the subject pacemaker, the physician reported capture failure. Proper psa measurements of the associated lead were indicated before and after connection with the subject pacemaker. Another pacemaker was subsequently implanted instead.